Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she had been receiving no delivery alarms for the past few days. Customer stated that she receives the alarms at random times but most of the time it is when she is doing a bolus. Customer stated that sometimes during a basal, she is woken up with a high blood glucose. Customer redid the site and reservoir and stated that it gets the pump going. Customer stated that she then receives a no delivery alarm within 24 hours. Customer stated that she still receives the alarms even after changing the set. Customer's blood glucose was 220 mg/dl at 4:00 am and it was 104 mg/dl at 9:00 am. Customer has tried different sites, sets, and boxes. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.